Event description:
It was reported by the rep the device was used during a laparoscopic oophorectomy. It was reported on the fourth firing the stapler jammed. The surgeon finished the case with another stapler. They did not save the reload. There was no consequence to the pt.